Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.